Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report regarding the programmer rebooting many times before it opened the model select screen. It was noted that the keyboard was loose due to broken hinges, no anomalies were found with the electrocardiogram (ECG) connector and the power cord bay was damaged/broken.

Event description:
It was reported that the programmer rebooted several times before it opened to the "model select" screen. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.